Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user dropped the ilet pump, resulting in a crack on the housing and a display failure that prevented screen use; a replacement device was provided and the original was returned. Symptoms included no adverse health effects. Outcomes included no impact on health and continued use of the dexcom cgm with a phone or receiver until the replacement arrived. Investigation included troubleshooting and user education, verification of device information, and coordination for device exchange. Investigation of this case revealed physical damage to the device enclosure and screen attributable to accidental impact, with the display component rendered nonfunctional; no device software or alert issues were identified. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage from accidental dropping.